Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Reference the following medwatches with patient identifiers for the following systems: (B)(4)- compact plus system 1, serial number - (B)(4)- compact plus system 2, serial number - unknown. Device is unavailable for return.

Event description:
Customer reportedly received the following results within 10 minutes: 20 mg/dl, 30 mg/dl, and 120 mg/dl (compact plus system 1) and 121 mg/dl, 119 mg/dl, and 120 mg/dl (compact plus system 2). No death or serious injury reported. Strips were discarded and are unavailable for return.